Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the clock did seem to tick slow, diminished battery life, there was cracked on insulin pump, battery cap had indentations and rewind takes longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis